Event description:
It was reported that the patient underwent a catheter revision. The distal segment of the catheter was replaced. Reason for the catheter revision was not provided. Two days later, the patient was taken back to surgery for a "shunt revision". No other details regarding this surgery were provided. The patient did well for 10 days following the shunt revision. The patient's mother then noted that the patient began to loose the effect of therapy again. The final outcome was not reported.

Manufacturer narrative:
Used for the catheter.